Event description:
Additional information was reported by the consumer on (B)(6) 2016. It was reported that the patient had called to get more information regarding how the alarm affected the battery life. It was also noted that the pump alarm was resolved and the pump had been refilled.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer whose pump was used to deliver "hydromorhine" (32 mg/ml at 11.6 mg/day). The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 the patient reported that they had a refill appointment on (B)(6) 2015, but there was a scheduling issue. The healthcare professional (hcp) needed to have a training class before they could do the refill and the hcp had not been able to attend the class. The patient's pump started to alarm on (B)(6) 2015 and the critical alarm started on (B)(6) 2015. It was reported that due to scheduling they could not get in to see the hcp until (B)(6) 2015. It was noted that the patient had questioned if their catheter was empty. No patient symptoms were reported. Further follow up was done to determine if the pump alarm was resolved and what alarm was occurring.